Manufacturer narrative:
Integra completed its internal investigation 11/10/2015. Failure analysis investigation could not be concluded since the product was not returned for evaluation, although several documented attempts were made to the customer. Device history review was not possible since product was not returned and lot number was not submitted. Root cause analysis not possible. No product returned. No lot number submitted.

Event description:
This is the second of two reports (same user facility, same product ID, different product problem) the intracranial pressure (icp) levels were 20mm of mcg off from the drain transducer. The customer was not sure of the following: if the catheter was in the ventricles, if the catheter was defective, if something else happened like an occlusion in the catheter, or if the drain transducer was faulty. Several requests for additional information has been made but to date, no new information has been received.